Event description:
It was report by the vad coordinator, that while the pt was at a cemetery they experienced a red heart alarm and shortness of breath. When the pt came into the clinic there was no evidence of an alarm on the system monitor and no alarms presented during their visit. The pt was running in auto mode, flows were 4.0 ipm, and stroke volume 80 ml. At that time the system controller was changed out. Until recently the pt was involved in a bp durg trail program. The pt had been withdrawn from the trial and put back on coreg. Pt's bp was 140/60. The pt has a had a driveline infection with pus in in the hypo gastric area. If this infection does not resolve, it may be addressed by a surgeon procedure. The vad coordinator had sent in waveforms in via e-mail to the MFR. The waveforms showed evidence of after load and waveform anomalies. The MFR contacted the vad coordinator with the results. Later that week the pt was admitted to the hosp for a pump exchange. The pt remains stable and on lvad support.